Manufacturer narrative:
According to the customer on 3/4, the medication was not coming out of vthe attachment so nothing can be inhaled and the user was unable to receive her medication. The customer has inhalers but has asthma and was currently dealing with pneumonia and needs a nebulizer for more effective treatment. The device is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on 3/4, the medication was not coming out of bthe attachment so nothing can be inhaled and the user was unable to receive her medication.